Event description:
It was reported that the patient had difficulty inflating the inflatable penile prosthesis (ipp) and complained that the pump was too hard to squeeze. During a visit to the doctors office, the patient practiced on how to use the ipp with a new pelvic model for 30 minutes. He went home confidence that his device would work if he used the same technique. No further complications were reported in relation to this event. The product was not explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.